Manufacturer narrative:
The complaint investigation for falsely depressed architect tsh results included a search for similar complaints, and the review of complaint text and attached data, trending data, labeling, and device history records. The lot search review did not identify an increase in complaint activity for the issue under review. Return testing was not completed as returns were not available. In-house testing for reagent lot 16301ui00 was completed. Trending review determined no trends identified for the issue for the product. Device history record review on lot 16301ui00 did not show any non-conformances, or deviations. In house testing of panels which mimic patient samples was completed using retained samples of the complaint lot 16301ui00. All specifications were met indicating that the lot is performing acceptably. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect tsh reagent lot number 16301ui00 was identified. This follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields.

Manufacturer narrative:
Was this device serviced by a third party? No. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely decreased architect tsh results for a patient. The following data was provided (all samples are from the same patient): on (B)(6) 2021 sample #1 = architect tsh = 0.1709 uiu/ml (normal range: 0.35-4.94 uiu/ml); roche cobas tsh = 0.212 uui/ml (normal range: 0.35-4.94 uiu/ml); ref lab #2 = tsh result = 0.295 uiu/ml. On (B)(6) 2021 sample #2 = ref lab #1 = tsh result = 1.509 uiu/ml (normal range: 0.55-4.78 uiu/ml). On (B)(6) 2021 sample #3 = architect tsh = 0.0159 uiu/ml. On (B)(6) 2021 sample #4 = architect tsh = 0.0118 uiu/ml; ref lab #2 tsh result = 0.017 uiu/ml. On (B)(6) 2021 sample #5 = architect tsh = 2.0606 uiu/ml; ref lab #2 tsh result = 2.279 uiu/ml. There was no impact to patient management reported.